Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the handle during use. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 03/06/2022 it was reported by a sales representative via sems that ar-8954-02 t-handle lot: 78421725, broke in half. This was discovered during use in a during a calcaneal fracture repair procedure on (B)(6) 2022. The surgeon opened a second 3.5/4.0 and the ar-8954-02 t handle lot:78421642 was locked and rusted.